Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the cause of the settings not available message was not determined. They mentioned that they removed the battery pack and started over. They also lowered the settings and tried other settings. The rep stated that the cause of the elevated impedances was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that when the patient was trying to make changes to the therapy and noticed ¿settings not available¿ screen when increasing the stim on a3 and b3 programs. The patient was feeling stim on group a but was getting ¿settings not available¿ message at 2.6ma but could only increase a3 to 0.1ma before getting the error message. The patient then tried using group b and was feeling stim on b1 when increased to 4.8ma and the caller couldn't see the error message when increasing stim. With b3, the patient was getting ¿settings not available¿ at 3.5ma. For troubleshooting, the rep advised the patient to use the group that was providing the best stim therapy in the meantime. The following day, the rep reported that the patient was playing around his group a & b but kept getting the same error message on the a3 and b3 programs. Groups a1 and b1 were both providing stimulation, but the patient was frustrated with this. In addition, the rep suspected some possible elevated impedances especially for a3 since the patient couldn¿t increase the stim much until he sees the ¿settings not available screen¿. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.